Manufacturer narrative:
Concomitant medical products: 5076-58 lead; implanted (B)(6) 2008. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room due to chest pain. Upon interrogation, it was noted that the right atrial lead showed high threshold and potential no capture, over-sensing, and far field r wave over-sensing. The right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.